Event description:
Caller reported blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 167 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.